Manufacturer narrative:
(B)(4). Date sent: 6/4/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # y7048c. Investigation summary- the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er420 device was received with a clip present in the jaws and no apparent external damage. The clip was removed to allow for inspection of the jaws, which were found to have no damage. Additionally, the opened packaging was returned along with the instrument. The device was then functionally tested in an attempt to replicate the reported incident. During evaluation, the device was cycled and successfully fed, retained, and formed the remaining ten (10) clips as intended. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned without detectable damage. Device history review- a manufacturing record evaluation was performed for the finished device batch y7048c number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during laparoscopic cholecystectomy, when a clip was applied, it was not properly deployed, and scissoring occurred at the tip. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.